Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the helix of the implantable pacing lead would not fully retract and about a quarter or less of the helix was still protruding which resulted in a perforation of the patient's vena cephalica. The physician had to stop the bleeding and fix vein leakage which prolonged the implant procedure by greater than 45 minutes. The lead remains in use. No further patient complications have been reported as a result of this event.